Manufacturer narrative:
(B)(4). Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio-control's evaluation of the removed assembly determined the cause for the lock up malfunction to be failure of the u61 ic chip on the system pcb assembly.

Event description:
It was reported that the device will not stay in manual mode and illuminated a service light. Physio-control evaluated the device and found that it would lock up. The device would not be able to provide defibrillation therapy in the observed condition. There was no patient use associated with the event.